Manufacturer narrative:
(B)(4).

Event description:
Patient presented with varicose veins on the shin of the leg. Following ultrasound, patient was diagnosed with vein reflux problems in both legs. Patient was treated with a venaseal closure system. Patient felt discomfort as the catheter was tracked to the treatment site. Post treatment, the patient developed severe phlebitis on one leg (after having both legs treated). Patient was placed on various medications including pain killers, anti-inflammatories, antibiotics and cortisone. This reduced the swelling and pain, however not completely and only temporarily. Nine weeks post procedure hard lumps remain on the leg and are still experiencing pain. Veins are now infected and patient has been placed on a new course of antibiotics and anti-inflammatories. The patient also has a wound on the leg that is struggling to heal. According to the ultra sound the closure of the main veins was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.